Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: a saline mentor siltex round moderate profile 375cc, catalog number 3542660, lot number 150659. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with saline mentor siltex round moderate profile 375cc breast implants and experienced deflation on the right breast implant. The deflation was confirmed by the healthcare professional by the visual examination. As a result, the patient had undergone removal and replacement with saline mentor breast implants of unknown type on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the replacement devices were saline mentor smooth round moderate plus profile 350cc, catalog number 3502350, serial number (B)(4), lot number 7603177 on the right breast implant and saline mentor smooth round moderate plus profile 350cc , catalog number 3502350, serial number (B)(4), lot number 7603177 on the left breast implant. Patient has fully recovered. No infection, no seromas, no hematomas, no capsular contracture, or any other symptoms. Patient was not hospitalized because it was an out-patient surgery. (B)(4).

Manufacturer narrative:
On 10/18/18, it was reported to mentor that the device history record (DHR) of lot number 150659 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).